Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of ticket trending data did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using retained kits of reagent lot 95553un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that reagent lot 95553un13 performs per specification. A malfunction was also not identified since the retest of the original sample produced the expected negative result, indicating a possible sample integrity issue. The architect stat troponin-I package insert provides examples of situations that may cause erroneous results.

Event description:
The customer recently switched from the roche method to the architect method and noticed a higher than usual frequency of false positive troponin patient results. The customer tested 20 patient samples 16 of which generated false positive results. The customer provided data from one patient. A sample from this patient generated a positive result of 0.325 ng/ml (customer cut-off is 0.028 ng/ml). A second sample from the same patient was collected later and tested negative at 0.015. The first sample generated the positive result was then retested and a negative result of 0.027 was generated. The customer indicated that all the results listed above were generated with the architect method. No impact to patient management was reported.